Event description:
It was reported that a flo-gard infusion pump presented an f-38 alarm. It was not specified when in the process this occurred. There was no patient injury or medical intervention reported with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. Functional testing and the review of the alarm log revealed that the device had presented an f-38 alarm. The cause of the alarm was determined to be due to inoperative force sensing resistors. To correct this condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.